Event description:
On 11/2/2023, it was reported by an arthrex subsidiary employee via email that an ar-1922bc biocomposite pushlock anchor broke during insertion. All the broken fragments were removed, and the case was completed with a new ar-1922bc biocomposite pushlock from the same lot number. The case was delayed about five minutes, but no additional anesthesia was administered. This was discovered during an rcr procedure on 10/19/2023.

Manufacturer narrative:
Review of this complaint confirmed the event summary code selection. The contribution of the device to the reported event could not be determined as the device was not available for evaluation. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause was determined to be use error. As no further investigation was able to be performed no change in harm was identified. Complaint trending for this event will be performed per wi-000100100.